Event description:
A physician reported a patient who received her first skin test in the right forearm on 10/6/97. On 10/14/97, the patient received a second skin test in the right upper forehead. On 11/17/97, the patient developed generalized itching at the legs, face and head. The test sites were hard and red; the exact date of onset of test site symptoms was unknown. The physician diagnosed the test site symptoms as a positive skin test related to collagen hypersensitivity and believed the itching was related to the positive skin test and prescribed oral zyrtec for the itching. On 12/3/97, the patient was seen with a small dark purple bump at the forehead test site, and a nickel sized, dark purple bump with scaly skin at the forearm test site that was very painful to touch. There was no fluctuance. The physician prescribed topical hydrocortisone.